Manufacturer narrative:
Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system without errors. The customer performed hard power cycle the system to resolve the issue. Usm 1 was not disabled. Intuitive surgical, inc. (Isi) received the replaced proximal suj involved with this complaint and completed the device evaluation. The error code 32101 was confirmed through review of the site¿s system logs; however, not reproduced during investigation. The suj was tested and passed the testing specification. The axes controller unit, wire harness and fiber were proactively replaced. Following this, the suj was further tested verified as ready for use.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the issue and replaced the proximal set-up joint (suj) to resolve the issue. The system was tested and is ready for use. Isi received the proximal suj; however, the failure analysis is in progress. A supplemental MDR will be submitted if any additional information is received.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, a recoverable error 32101 occurred. The customer received phone assistance from the intuitive surgical, inc. (Isi) technical support engineer (tse). Prior to the phone call, the customer pressed ¿recover fault¿ button to resolve the issue. The tse confirmed a single recoverable error 32101 pointing to the proximal set up joint (suj) of universal surgical manipulator (usm) 1. The tse explained this error was a temporary internal error. After, the customer called back and stated that the issue reoccurred. The tse confirmed the same error occurred multiple times after recovering and power cycling the system. The tse had the customer press emergency power off (epo) to cycle the system, which cleared the error. The tse also guided the customer to disable usm 1. The procedure was completing as planned with no reported injury.